Event description:
Per the audiologist's report, this pt experienced a decrease in sound quality. Integrity testing was not performed on this device. The surgeon explanted this device in 2006 and reimplanted the pt with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.